Event description:
It was reported that the leadless implantable pulse generator (ipg) exhibited atrial mechanical undersensing and atrial synchrony could not be confirmed. It was further reported that possible atrial under sensing was noted on the current electrograms (egm). The leadless ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.